Manufacturer narrative:
B3: the exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. D7: explant date: 2019 the explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had an infection and underwent an explant procedure.

Event description:
A report was received that the patient had an infection and underwent an explant procedure.